Event description:
The customer reported getting a recurrent defib failure, cycle power error message.

Manufacturer narrative:
The factory has not yet received the device for eval, and this complaint is still under investigation.